Manufacturer narrative:
The customer contacted a siemens customer care center and stated that they obtained discordant results due to an incorrect acid dispense. The customer also stated that the acid tubing was empty and the relative light units were low. A siemens customer service engineer was dispatched to the customer site. After evaluating the instrument, the cse discovered that the acid bulk fluid reservoir lid was damaged. The cse replaced the lid assembly for bulk bottle and bulk fluid reserve of the acid reservoir. The cse verified the functioning of the instrument. Quality controls were run, which were acceptable. The cause of the discordant ft4, ft3, tsh, and prge results on patient samples was due to the poor acid dispense. A siemens headquarters support center (hsc) specialist reviewed the service report and stated that the cause of the reservoir lid damage is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant free thyroxine (ft4), free triiodothyronine (ft3), thyroid stimulating hormone (tsh) and progesterone (prge) results were obtained on patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia centaur instrument, resulting different from the results obtained on the original instrument (s/n: (B)(4)). The results obtained on the alternate advia centaur instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ft4, ft3, tsh, and prge results.

Manufacturer narrative:
The initial MDR 2432235-2017-00169 was filed on march 10, 2017. Device repaired and returned.